Event description:
Olympus was informed that the esg-400 electrosurgical generator issued error message e433 and performed continuous restarts. Reportedly, no procedure or patient was involved.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to the olympus regional repair center (rrc) in (B)(4) czech republic (returned to the rrc on 2022/11/24). During the inspection at the rrc the occurrence of error message e433 was confirmed and traced back to a defective generator board. Thus, the reported incident was attributed to component failure. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. A manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).